Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: blood backing up into tubing. No pump is being used - these are gravity infusions they are doing with the ivenix pump tubing. They often hang the bag on the hook-on side of the patient bed. This specific incident occurred after a patient went to CT for a scan. No patient harm. They report this has been occurring more with the ivenix tubing and this one was much worse than usual. Fresenius kabi rep asked a few questions to better understand (facility lead clin educ sent over to ER manager to get more info): there is no check valve on the ivenix tubing so fluids/blood can go back and forth up to the chamber - so doesn't prevent back flow was the bag not hanging high enough above the patient? If so, the bag of fluids wasn't able to flow correctly to the patient and instead the blood backed up (no response indicated). Fresenius kabi rep - looking to see if there is a height requirement for a bag of fluids by gravity above the patient so backflow doesn't occur (no response indicated). Was the infusion is still flowing when this happened? (No response indicated). If not and the line was still attached and the clamp on the extension tubing not set then blood would be flowing backwards. Was the flow dial pressure not enough where fluids can go to the patient and the blood venous pressure was more to flowed back to patient? (No response indicated). No adverse events were reported. No samples were sent for investigation. Per review of the issue, fresenius kabi vp of implementation services commented: there is nothing between the primary and secondary port on [the fresenius kabi] admin set to prevent flow from one to the other when not in the pump. When in the pump, the pump will open / close the primary and secondary valves to prevent this from happening. However, when doing a gravity feed while bag height may help, but I believe that the only 100% option would be to close the slide clamp on the line. There is nothing here that is operating out of spec. Fk is submitting a conservative restrospective report based on the backflow reported; as there was no issues reported with the administration set, this issue seems to be related to a lack of user knowledge of the specifications (fresenius kabi administration sets not containing check valves).